Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while the customer was sleeping. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer would obtain manual injections from the pharmacy for insulin therapy. Customer declined any further follow up from tandem technical support.